Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone, and advised to perform ground isolation test and extended self-testing (est) over the weekend to duplicate the alleged malfunction. The customer reported that the unit passed the extended self-test (est); ran the unit for several days on test lung, and was unable to duplicate the issue. The customer reported to have conducted final testing. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator displayed an inoperable error. There was no pt involvement.